Manufacturer narrative:
(B)(4). Method: the two complaint rt340 adult dual heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that both breathing circuits had sustained a hole in the evaqua expiratory limb. This was found approximately 43cm from the patient end connector for device 1, and approximately 10cm from the patient end connector for device 2. A lot check could not be carried out as no lot date was provided. Conclusion: based on the inspection conducted, the subject evaqua expiratory limbs appeared to have been punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected, the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. The key difference between fisher & paykel healthcare's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by blunt or sharp objects and non-fph circuit hangers. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." - "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." Hospital staff correctly checked the breathing circuit before patient use which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported via a distributor that two rt340 adult dual heated evaqua breathing circuits failed the ventilator leak test. This was observed prior to patient use.